Event description:
The doctor called and reported: pt began her invisalign treatment on (B)(6) 2010, and she reported problems since day one (the symptoms are: breathing difficulties, red and inflamed gums, throat closing up), but then, the pt has been out of the country for so long and was not able to resume the treatment, now the pt has returned and tried the aligners again on (B)(6) 2010, but the symptoms re-appeared. The pt stopped wearing aligner # 3 one month ago (the dr did not recall the date). As soon as she removes the aligners, the symptoms subside 1 day after, therefore the pt is totally fine by now.

Manufacturer narrative:
The pt experienced symptoms of a possible allergic reaction after use of aligner. Once use of aligner was halted, symptoms disappeared.